Event description:
The lead impedance measurements were greater than 4,000 ohms on some of the bipolar pairs and on 4 of the pt settings. If additional info is obtained, a f/u report will be submitted.

Manufacturer narrative:
(B) (4).